Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. During examination, the image issue could not be replicated. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screen may flicker or go blank when using the video system center. The issue arose during the preparation of a diagnostic endoscopy procedure. The intended procedure was completed using the same device. There have been no reports of patient harm or delay.